Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ii us mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break 221 mm distal to the end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00 x 16 mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, the person preparing the device bent the proximal portion of the shaft. The physician began to deliver the device to the patient's body but the proximal portion of the shaft broke into two pieces and snapped off towards the base of the proximal hub. The break was approximately 15 inches from the hub. The broken portion of the catheter was not entered to the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, the person preparing the device bent the proximal portion of the shaft. The physician began to deliver the device to the patient's body but the proximal portion of the shaft broke into two pieces and snapped off towards the base of the proximal hub. The break was approximately 15 inches from the hub. The broken portion of the catheter was not entered to the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.